Manufacturer narrative:
Failure analysis: the carefusion failure analysis (fa) representative (rep) determined the root-cause to be replacement of the turbine interface pcba. The carefusion fa rep replaced the turbine interface pcba (printed circuit board assembly) with known working turbine interface pcba, powered back on in respiration mode and the issue was resolved. The carefusion fa rep reported this is considered a known issue and is being addressed internally.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported operation failure alarms while using the vela ventilator. The customer reported cross checking a known good turbine assy (assembly), and the suspect device was working satisfactorily. The customer reported no patient involvement associated with the event.